Manufacturer narrative:
Hamilton medical ags conclusion: root cause: front panel defective. Correction: replaced front panel.

Event description:
The following was reported to hamilton medical ag: summary: power light - alarm light not working properly.

Manufacturer narrative:
Hamilton medical ags conclusion: root cause: the indicator was defective. The problem can be solved by replacing the front housing panel of an integrated accessory. This defect belongs to the general repair. Correction: it was necessary to replace the front housing panel of an integrated accessory. After replacement of this accessory, the machine worked normally. Reason for not taking control actions: the event belongs to a general defect repair, which could be resolved by replacement. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. As the problem was found before patient connection, and no patient was involved; therefore, no injury was caused. Similar problems can always be found through the check or preparation before patient connection, with the result that the machine will be suspended from use. The event is unlikely to cause injury and belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of adverse event and does not need to be reported as an adverse event. In summary, no control action is required since the risks are completely controllable. Hamilton medical ag complaint number:(B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, d8, g1, g2, g6, h2, h4, h.

Event description:
The following was reported to hamilton medical ag: summary: power light - alarm light not working properly.

Event description:
The following was reported to hamilton medical ag: summary: power light - alarm light not working properly.

Manufacturer narrative:
Hamilton medical ags conclusion: root cause: the indicator was defective. The problem can be solved by replacing the front housing panel of an integrated accessory. This defect belongs to the general repair. Correction: it was necessary to replace the front housing panel of an integrated accessory. After replacement of this accessory, the machine worked normally. Reason for not taking control actions: 1. The event belongs to a general defect repair, which could be resolved by replacement. 2. Our agent's engineer visits the hospital regularly to solve problems in a timely manner, so as to ensure normal use of the machine. 3. As the problem was found before patient connection, and no patient was involved; therefore, no injury was caused. Similar problems can always be found through the check or preparation before patient connection, with the result that the machine will be suspended from use. The event is unlikely to cause injury, and belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of adverse event, and does not need to be reported as an adverse event. In summary, no control action is required since the risks are completely controllable.